Event description:
The customer reported that when an alarm activated on the ventilator, the lifecare remote alarm did not sound. The ventilator was in use, and the customer reported there was no pt harm. The respironics service technician verified that there was no output signal from the esprit remote alarm port. The service technician replaced the espirt main board to correct the customer reported problem. Factory failure analysis of the main board found a broken solder connection creating intermittent contact.